Event description:
During an atrial fibrillation procedure after transseptal puncture, a small piece of plastic was aspirated. The needle was advanced through the dilator with a stylet. No resistance was encountered during needle advancement. The procedure was completed with no adverse patient consequences.

Manufacturer narrative:
One 8.5f fast-cath introducer dilator was received for evaluation. A specimen jar containing a piece of skived material was returned. No resistance was noted near the distal end of the dilator when a brk needle/stylet assembly from current inventory was advanced through the returned dilator. However, the dilator tubing was cut lengthwise and skiving was noted at the distal end of the dilator. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the received condition of the device and the information provided, the cause of the skiving remains unknown.